Event description:
The dilator tip of the micropuncture set dislodged after insertion. Access to the groin with the micropuncture dilator was difficult due to patient anatomy, and previous stenting to the area. The missing piece was discovered immediately and extracted without any further complications.